Event description:
A customer reported receiving erroneous blood glucose results from an abbott diabetes care device. The customer received results of 164 mg/dl compared to readings of 85 mg/dl respectively obtained from a blood glucose lab and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The meter (B)(6) was investigated with retained battery. Visual inspection was performed on returned meter; no issues were observed. Meter powered on with button depression and test strip insertion. Control solution testing has been performed and all results were within range specification. No malfunction or product deficiency was identified. Therefore, the issue is not confirmed. An investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The useful life of the freestyle precision xtra meter will perform in accordance with specifications for a period of no more than 4 years from the original date of purchase. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. The reported strip was not returned and a valid serial number was not provided. Clinical data was reviewed and confirmed that precision strips continue to be safe, effective, and perform as intended in the field. Stability data for precision strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the precision strips and reported complaint and the review did not identify any trends that would indicate any product related issues. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving erroneous blood glucose results from an abbott diabetes care device. The customer received results of 164 mg/dl compared to readings of 85 mg/dl respectively obtained from a blood glucose lab and the results, when plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.